Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The insulin pump shut off. Customer's blood glucose level was 104 mg/dl. In the alarm history a no power, motor error, low reservoir, and low battery alarms were found. The customer was able to rewind the insulin pump. The displacement test passed. The lcd screen was very scratched. The customer was able to read the screen. The insulin pump also alarmed failed battery test. The device was not returned.